Manufacturer narrative:
Correction: d8 was inadvertently left blank on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image was not displayed due to poor communication caused by cable failure, likely due to the tip of the cable connector getting smashed. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result" olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation and the reported image failure was confirmed. In addition the connector tip was found to be smashed and the device failed the leak test. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the hd 3cmos autoclavable camera head, bad image quality, it shows static on the screen when connected. The issue was found during the preparation for use. The intended procedure is unknown. There were no reports of patient or user harm associated with this event.